Event description:
Stent graft was difficult to remove from the right groin and it eventually broke. When it was finally removed, the external iliac artery evulsed, covered stents were placed, but retrograde internal iliac bleeding could not be controlled. The patient expired from blood loss.